Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.no device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that two to three year post implant of a realize adjustable band, without fluid or air, the patient was experiencing inability to swallow. The band was removed. No other details currently known.